Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the power switch cracked and missing power switch protective cover. The air pump tubing is of old type and dirty. The rear ac inlet was damaged with a crack. Other incidental observations for the device are: top cover, inside bottom chassis, and rear panel are rusted; four suction rubber feet at the bottom have weak suction force; connector port is rusted; and air joint is worn out. Fan is running okay and other functions tested okay as well. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device power switch would not light up. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently left out of the initial report. The device history record was unable to be reviewed for this device since the serial number was incorrect. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the power switch failed to light up due to it being faulty. However, the definitive root causes of the power switch defects and dirty air pump tubing could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during reprocessing.